Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good condition. The device was connected to a test hand piece and a generator and was functionally tested. The hand control switch assembly buttons were found to be not functional when activating the device. However, no issue were noted when the device was activated with a footswitch. There were no thermal issues nor error codes and yellow alert screens noted at any time during testing. The device was disassembled to inspect the internal components and there was no evidence found related to thermal issues however, the white wire was noted to be damaged. The cable assembly was tested for continuity and the white wire failed. This resulted in the inability to energize the instrument using the hand activation button.

Event description:
It was reported that during a uterine procedure, the sheath of the device became very hot. Gen11 was used. When the gen11 was replaced to gen04, an error 5 was displayed and the device was not activated. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.